Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h10. The mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) were reviewed and found no anomalies. The definite root cause cannot be identified as the device was not returned; however, based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A nurse reported that the patient slipped in the mayfield pins while the surgeon was doing a posterior cervical fusion. The mayfield modified skull clamp (a1059) was attached to the levo during the case. Patient was initially positioned prone on open trios table, no repositioning done. The unit was used for approximately two hours before the event occurred. There was no patient injury and no significant delay in surgery.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.